Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a .5" (14 cm) appx 0.55 ml, smallbore trifuse ext set w/3 chemoclave¿, spiros¿ w/red cap. It was reported that there was leaking from trifuse during chemo infusion. There was patient involvement and no events of harm.

Manufacturer narrative:
As received no physical damage or anomalies were observed on the samples. Each of the used samples (sample from bag#1 and bag#2) #ch3700 were tested as per procedure and a leaks was confirmed from the sample in bag#2, between the bond between the tube and shuntless microclave, each of the tube were pull tested and a tube break inside the tubing bond pocket was confirmed, however, during testing the wrong values were notated by mistake. The trifurcate from bag #1 was pull tested and all the values passed. The od of tubes were found within specification. It was confirmed sufficient solvent coverage on the tube. The complaint leaks can be confirmed. The probable cause of the leak is unknown product received date 1/30/2024.